Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began reading inaccurately from (B)(6) 2015 and that on (B)(6) 2015, she obtained results of ¿7.5mmol/l and 18.4mmol/l¿ on the subject meter. The tests were reportedly performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for precision. The patient detailed that she manages her diabetes with an insulin pump and stated that from (B)(6) 2015 she had been increasing the dose of her insulin in response to the alleged inaccuracies. The patient claimed that two hours after the alleged inaccuracies she developed symptoms of ¿feeling unwell, headaches, sweats and hunger¿ and that she self-treated by drinking juice. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. It was also noted that the patient had incorrectly stored her test strips by transferring them between vials. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracies occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.